Event description:
It was reported that this implantable cardioverter defibrillator was suspected of exhibiting premature battery depletion behavior. A copy of device memory was saved and submitted to technical services (ts) for review. A ts consultant discussed that the device is exhibiting premature depletion. Due to this anomaly, device replacement was recommended. Therapy delivery is currently unaffected. Ts also noted that during this time, the device will be able to provide 6 shocks without exceeding a charge time of 15 seconds. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. Additional information: several requests to obtain product return were submitted to the field. No further correspondence was received. At this time, it is unknown as to whether this device is available for return. Should additional information become available, a supplemental report will be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator was suspected of exhibiting premature battery depletion behavior. A copy of device memory was saved and submitted to technical services (ts) for review. A ts consultant discussed that the device is exhibiting premature depletion. Due to this anomaly, device replacement was recommended. Therapy delivery is currently unaffected. Ts also noted that during this time, the device will be able to provide 6 shocks without exceeding a charge time of 15 seconds. This replacement interval ends 17-may-2023. End of life (eol) may be triggered within the replacement window. This device currently remains implanted and in service. No adverse patient effects were reported.